Event description:
Boston scientific received information that the right ventricular lead was repositioned during pocket revision to get a good r-wave measurement of 10 millivolts. During the procedure, it was noted that the suture on suture hole has come loose and the suture on suture sleeve was broken. The physician re-sutured the lead down after advancing the lead to give it more slack. All lead measurements were within normal limits. Subsequent information revealed that the patient reported pain in the pocket since the last procedure. The device was reprogrammed and treadmill test performed without issues thus it was decided to electively removed the device and leads. A revision was performed successfully. The rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead. Further inspection revealed abrasion marks along the lead. The insulation was intact. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.